Event description:
Boston scientific received an out-of-service (oos) form dated (B)(6) 2011 that was received at boston scientific's medical records department in (B)(6) 2012. The form was completed by a coroner technician who reported that this patient had died of a hemorrhagic bleed on the day of a pacemaker procedure in (B)(6) 2009. The local representative was contacted and no additional information was available from the clinic. Subsequently, boston scientific received information that this local representative contacted the clinic nurse for additional information. The local representative was informed that the patient's chart has been sequestered and no additional information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.